Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, delivery catheter(dc) fastener was observed to be lose. Dc handle was observed to be moving in unintended direction while tightening and loosening it. However, the clip was deployed successfully. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
He clip remains in the patient. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.